Manufacturer narrative:
(B)(4). Batch # n5662a. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n5662a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a gastric sleeve procedure, the surgeon was using a green load and seam guard. The first firing went smooth but I noticed the battery sounded as though the tissue was pretty thick. When they reloaded a green load with seam guard a small gap was noticed between the jaws (almost as if the thick tissue had bent the anvil slightly). Due to the small gap, the seamguard would slide off as they tried to slide the end effector through the trocar. After three attempts he noticed that the small gap would not close completely, he decided to use a different stapler and the case finished with good outcomes. The open jaws presented no issue as he never fired it after realizing the jaws wouldn't not close all the way. There were no adverse consequences for the patient.